Event description:
Pt's sure step enhanced meter would only prompt "error 1". Medical affairs specialist called and spoke with the pt. Pt reported feeling light headed, dizzy and not feeling well for several days. Spouse had taken pt to the ER due to their symptoms and low blood glucose levels. They had been testing with a different meter during the time of concern. Pt explained that they stopped using the reported meter due to the error message. Pt had been using proper storage methods, proper testing methods, and confirmed that their test strips had not been expired. The customer service rep walked pt through troubleshooting. The pt was asked to clean the meter and retest, however, the error message reappeared. Pt's meter and test strips were replaced. Based on the info provided, the reported meter did not contribute to an adverse event. Pt was using a different meter at the time of concern, had low blood glucose symptoms and was obtaining low blood glucose results on back up meter.